Event description:
The patient¿s daughter called and the patient missed work due to having fast heart beats, dizziness, and tingling all over for approximately 10 days. The patient will be seen for a device check soon. Additional information was requested and not yet received. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).